Manufacturer narrative:
The customer reported that the unit rebooted during the op check. A philips field service engineer evaluated the unit at the customer site and verified the symptom. Replacing the internal data card resolved the issue.

Event description:
The customer reported that the unit rebooted during the op check.